Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and verified that the removable power supply was not working. The stm replaced the power supply and tested it on the iabp. The power supply and the iabp passed all testing and were released back to the customer for clinical use.

Event description:
It was reported that during a preventive maintenance (pm) performed by the customer, the cardiosave intra-aortic balloon pump (iabp) power supply was not functioning. No patient was involved and no adverse event was reported.